Event description:
Device malfunction: inaccurate stent delivery. Symptoms/ae: stent mislocation. Time of symptoms/ae: during the procedure. It was reported that during a revascularization procedure using ipsilateral access to the right external iliac artery with moderate calcification, the xceed stent was deployed at the intended site, however, the proximal portion of the stent "backed up" and deployed in the access sheath. The stent delivery catheter was removed from the anatomy and the stent remained partially within the vessel and in the access sheath. A dilator device was advanced through the sheath to attempt to push the stent distal and out of the sheath. During this attempt, the stent was reportedly observed to be protruding from the femoral access arteriotomy site. The pt was sent to surgery for aorto-femoral bypass graft. Post surgery, there were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.